Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen) test strip UDI# (B)(4).

Event description:
Consumer reported complaint for low and high blood glucose test results. The customer is concerned with test results from results obtained of 113 and 180 mg/dl. The customer's expected fasting blood glucose test result range is 150 - 179 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 08/14/2018 and open vial date is 09/07/2017. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: 113mg/dl fasting and 180mg/dl fasting.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: (B)(4) -user's test strip had poor storage (kitchen) test strip UDI# ((B)(4).

Event description:
Consumer reported complaint for low and high blood glucose test results. The customer is concerned with test results from results obtained of 113 and 180 mg/dl. The customer's expected fasting blood glucose test result range is 150 - 179 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 08/14/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: a 113mg/dl (B)(6) 2017 11:00:00 am fasting:yes. A 180mg/dl (B)(6) 2017 06:27:00 am fasting:yes. A 71mg/dl (B)(6) 2017 12:25:00 pm fasting:yes. A 276mg/dl (B)(6) 2017 09:57:00 am fasting:yes. A 193mg/dl (B)(6) 2017 01:00:00 pm fasting:yes. Memory concerns: 113mg/dl fasting and 180mg/dl fasting.